Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 for two days due to high blood glucose level and diabetes ketoacidosis. The blood glucose level of customer was 415mg/dl. The current blood glucose level of customer was 101 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had experienced symptom related to reported incident including feeling sick or unwell, flu, headache, tired or weak, extremity pain or cramps, increased thirst, chest pains. Customer was treated with intravenous insulin drip. It was found that the auto mode feature was active at the time of incident. Customer stated that infusion set had bent cannula. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.